Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient was experiencing no stimulation with a loss of therapeutic effect. There was no known accident or incident related to the event. Follow up information received noted that the patient met with their physician and the company representative for the event. The patient had leads replaced (B)(6) 2011. The device was reprogrammed successfully after surgery. The patient was no longer having problems with their system.